Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate high shock impedance measurements (170 ohms) from this subcutaneous implantable defibrillator (s-ICD) system. It was also stated the patient had experienced a previously unreported inappropriate shock due to double-detection of the arrhythmia. It was hypothesized the system had migrated into the adipose tissue, resulting in the increased impedance measurement. The patient was subsequently brought in-clinic where defibrillation threshold testing (dft) testing was performed, resulting in a shock impedance measurement of 150 ohms. Diagnostic imaging was performed which confirmed the s-ICD system was in a suboptimal position, with the electrode surrounded by adipose tissue. At this time, surgical intervention has not yet occurred to revise the s-ICD system location. The system remains implanted and in-service. No additional adverse effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However a review of the instructions for use for this device noted that migration is a known inherent risk of the use of this device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate high shock impedance measurements (170 ohms) from this subcutaneous implantable defibrillator (s-ICD) system. It was also stated the patient had experienced a previously unreported inappropriate shock due to double-detection of the arrhythmia. It was hypothesized the system had migrated into the adipose tissue, resulting in the increased impedance measurement. The patient was subsequently brought in-clinic where defibrillation threshold testing (dft) testing was performed, resulting in a shock impedance measurement of 150 ohms. Diagnostic imaging was performed which confirmed the s-ICD system was in a suboptimal position, with the electrode surrounded by adipose tissue. The system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products were received for analysis.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate high shock impedance measurements (170 ohms) from this subcutaneous implantable defibrillator (s-ICD) system. It was also stated the patient had experienced a previously unreported inappropriate shock due to double-detection of the arrhythmia. It was hypothesized the system had migrated into the adipose tissue, resulting in the increased impedance measurement. The patient was subsequently brought in-clinic where defibrillation threshold testing (dft) testing was performed, resulting in a shock impedance measurement of 150 ohms. Diagnostic imaging was performed which confirmed the s-ICD system was in a suboptimal position, with the electrode surrounded by adipose tissue. The system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products were received for analysis and are pending the analysis conclusion. Once the investigation is complete, this record will be updated with results.